Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug (device #1).the cause of the patient postoperative complications cannot be determined at this time. Fistulas is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol flat mesh (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent a left inguinal hernia repair. It is alleged that an extra large perfix plug(device #1) was implanted in patient during this repair. On (B)(6) 2007: the patient underwent left inguinal hernia repair and a 6in x 8in bard flat mesh (device #2) was implanted during this repair. On (B)(6) 2015: the patient underwent removal of the" failed perfix plug (device #1) and bard flat mesh (device #2)." During this surgery,"there was a fistula from the plug to the skin. A small pocket of purulent material was encountered and cultured. The entire mesh plug and the mesh patch were completely removed." The patient continues to experience complications related to the perfix plug (device #1) and will likely require additional surgeries to repair the damage from the "defective" product. The perfix plug (device #1) implanted in the patient failed to reasonably perform as intended and allegedly caused serious injury, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.